Manufacturer narrative:
(B)(4). Batch # n54r9v. The analysis found that the pse45a device was received in good visual condition and with an ecr45d cartridge reload present; it was noted to be fully fired. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Intra-operative photos were received. The photos provided show tissue with a staple line; the staples appear to be in proper b form shape. Along the staple line uncut tissue can be appreciated. Based on the photo evidence, cutting issues can be confirmed, however, the photos do not provide evidence relative to what may have caused the issue. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure, sliding tissue during stapling. Stapling was made but with bad quality, staples were twisted. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.